Manufacturer narrative:
The manufacturing records were reviewed and the device lot met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.this report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026 the patient underwent endovascular treatment of occlusion during a covered endovascular reconstruction of the aortic bifurcation (cerab) procedure with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, the physician was able to wire through the occlusion and predilated bi-laterally with 6mm balloons. He then advanced an 8lmm x 39mm vbx device into the aorta with the intention of post dilating to 14-16mm. He realized that he would be covering the ima with the vbx device and tried to remove it. The vbx device was not protected in the sheath so when he tried to remove it, the stent dislodged from the balloon. The physician then had to snare the vbx stent from the patient and successfully completed the procedure with a new vbx device. The patient did not experience any adverse consequences.